Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The drive shaft is fractured on the device, rendering the device inoperable. A medical investigation was conducted and confirms this case reports the reamer handle was not reaming correctly during the procedure. Per the complaint details, it was thought that this caused the cup to not sit properly. Post-op x-rays were requested to confirm whether proper placement of the acetabular cup was achieved, however they have not been provided. There is no patient injury reported, and the surgery was completed using the same device with minimal delay. Therefore, since no patient harm is alleged, and the future impact cannot be determined, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a thr procedure the reamer handle was not reaming correctly. This happened during use inside the patient. Surgeon thought that this caused the cup to not sit properly. No injuries. A delay of less than 30 min was reported. Surgery was finished with the same device. After investigation it was confirmed that the drive shaft in the mi z handle acet reamer is fractured, rendering the device inoperable.